Manufacturer narrative:
Within a first investigation based on provided pictures a defect gas spring was noticed. The device will be investigated to determine the root cause. Results will be provided within a follow-up report.

Event description:
The customer reported that during a surgical procedure the head of the patient dropped unexpected due to a defect head section of the operating table. No injury was reported in relation to this event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During device investigation it was identified that a gas spring, which is responsible for adjustment and holding the position of the head section, was broken. Because of this break the reported dropping of the head section was possible. The root cause for the break of the plunger rod of the gas spring was caused by an excessive force which cannot occur during the intended use of the device. This force must have occurred by a massive overload or mishandling of the head section. A solely device malfunction could not be confirmed as a result of the investigation. A use error is most likely root cause for the event. The defect gas spring was exchanged by the customer. Based on the investigation results, risk assessment and the event evaluation no further actions are necessary.

Event description:
The customer reported that during a surgical procedure the head of the patient dropped unexpected due to a defect head section of the operating table. No injury was reported in relation to this event. This report was filed in our complaint handling system as complaint # (B)(4).